Event description:
It was reported by a customer in the USA that, the 840 ventilator graphic user interface (gui) display was inoperable. There was no pt involvement.

Manufacturer narrative:
The customer reported to have replaced graphic user interface (gui) printed circuit board (pcb). The customer service engineer (cse) evaluated the ventilator, and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within mfg specifications. (B)(4).